Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that an endovive standard peg kits push method was used during a peg procedure performed in 2009. According to the complainant, the snare "doublebacked onto the wire and would not release." The patient was rescoped and the remaining wire was cut and removed without causing trauma to patient. Procedure completed with the same endovive standard peg kits push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine.